Manufacturer narrative:
The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative. The customer was not able to provide additional information regarding this event. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.